Event description:
It was reported that the handle of the programmer was broken, and that the wireless telemetry function was intermittent. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comments of a broken handle and intermittent wireless telemetry. Analysis also noted the system fan was noisy, keyboard was missing its screws, the rear display cover and bezel screw holes were broken and that it failed multiple link electronic module tests. All found defective parts were replaced. (B)(4).